Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link catheter extension sets snap in half with "little force". This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed a separation between the next-gen luer activated device (one-link) and female luer lock. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.